Manufacturer narrative:
The device is available for evaluation; however, has not yet been received. Additional reporter: (B)(6).

Event description:
The event occurred on various dates from october to (B)(6) 2024 and involved a 7.5" (19 cm) appx 0.31 ml, smallbore ext set w/remv clave¿, clamp, rotating luer where it was reported that the product has holes in the tubing and blood has sprayed everywhere multiple times. There was patient involvement, and no harm reported. This report captures 2 occurrences.

Manufacturer narrative:
Received one used list # ms930, 7.5" (19 cm) appx 0.31 ml, smallbore ext set w/remv clave¿, clamp, rotating luer; lot #14137241. As received, there was a visible crack on the female luer connected to a microclave. The reported complaint of a leak could be confirmed. The returned sample had a crack on the female luer and a leak was observed at the cracked location. The connected microclave was tested for iso standards and was within the standard. The probable cause is due to a material issue on a vendor supplied part. There is an ongoing CAPA related to this complaint issue at this time. Corrected information can be found in h6 medical device problem codes. Updated information can be found in h6 component code. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 20dec2024.